Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent, and asymptomatic patient presented at the clinic for a routine follow-up. Upon device interrogation, the patient had received a notification for high, out of range high voltage lead impedance. All the other measurements were normal and in range, and isometrics testing did not produce any lead noise. Additional testing was recommended to evaluate the lead. No further information is available.